Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and no anomalies were found. Analysis revealed the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds resulting in no capture at maximum outputs due to loss of slack. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.